Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated unresolved malfunction alerts identified as software runtime error and algorithm state memory corruption, leading to repeated restarts and a device replacement, with the caregiver stating the device had never been connected to the patient and that blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included collection of event details, as well as receipt and inspection of the returned device. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling, and a software malfunction affecting algorithm state management, consistent with a device performance issue. It was concluded that the cause was a software-related anomaly.